Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and one photograph was provided for evaluation. Upon evaluation of the photograph, a foreign object or stain was observed within the set. Based on the data from the investigation, the reported defect was confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
It was reported to b. Braun medical inc. That an infusomat space intravenous (IV) pump set (material 490100, lot 0061932741) was used during a procedure performed on (B)(6) 2024. According to the complainant, after unpackaging, the "air chamber" part of the pump set was found to be contaminated from the inside. The complaint device has not been returned to the manufacturer for evaluation. No patient complications were reported as a result of the event.